Event description:
The u2 right angle drill attachment was sent for evaluation and during testing conducted at the manufacturer by a service technician, it was found to be overheating. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was not yet received. Therefore, a follow-up report will be submitted upon quality investigation is completed.